Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a colonic stenting treatment procedure, deployment difficulties occurred. The target stricture was in a "tough" locations in the terminal ilium. A wallflex enteral colonic 30/25 x 9 230cm stent had been advanced to treat the target stricture. While attempting to deploy the stent, difficulties were encountered as the white handle detached from the catheter and the stent was partially deployed. The stent was unable to fully deployed. The stent was able to be reconstrained by unspecified means and removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".